Manufacturer narrative:
(B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump battery cap went missing and that the insulin pump shut off. The insulin pump had also alarmed for errors. The blood glucose reading was 139 mg/dl. Nothing further was reported.